Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up an alert due to out of range low pace impedance measurements was noted on the right atrial (ra) lead. The alert has occurred twice since the last follow up. When the pace impedance measurements were measured they values were normal. A possible ra insulation issue was suspected. The device and lead remain implanted. No adverse patient effects were reported.